Manufacturer narrative:
(B)(4) for the reported event of deformation of stent retrieval wire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent rx was used during stent implantation procedure performed on (B)(6) 2013. The patient anatomy had a reportedly tortuous lesion. According to the complainant, during the procedure, the stent was successfully deployed within the middle to lower bile duct with part of the stent extending outside of the papilla. However, following placement, the physician observed that the retrieval wires of the stent appeared deformed under imaging. The physician was under the impression that the wires may have detached. Therefore, the stent was removed from the patient. The procedure was completed with a different device. Following the procedure, the stent was examined and it was determined that the stent wires had not detached. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent rx was used during stent implantation procedure performed on (B)(6) 2013. The patient anatomy had a reportedly tortuous lesion. According to the complainant, during the procedure, the stent was successfully deployed within the middle to lower bile duct with part of the stent extending outside of the papilla. However, following placement, the physician observed that the retrieval wires of the stent appeared deformed under imaging. The physician was under the impression that the wires may have detached. Therefore, the stent was removed from the patient. The procedure was completed with a different device. Following the procedure, the stent was examined and it was determined that the stent wires had not detached. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found the stent was returned fully deployed from the delivery system. The distal handle was fully retracted and slight kinks were noted along the distal end of the inner shaft. No issues were noted with the profile of the deployed stent, the retrieval loop was intact. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.